Manufacturer narrative:
Ok biotech check the returned meter and: the current test is 1.1ua. The standard is less than 55ua. Pass. The working voltage test is 400.2mv. The standard is 400+3mv. Pass. Meter's setting, audio and all buttons were ok. We tested the returned meter and strip with in house control solution (low:40 /high:257 mg/gl). All results were within the acceptance range.

Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014, around 11:00pm. Pt's wife (B)(6) stated that pt was covered in sweat, disoriented, very weak and passed out. Paramedics were called. (B)(4) tested pt's glucose with the prodigy meter while paramedics were in route. Prodigy meter result was 89mg/dl. Paramedics tested pt's glucose with the prodigy meter upon arrival, getting a result of 78mg/dl. After testing pt's glucose with the prodigy meter, paramedics tested pt's glucose with their meter. The result was 22mg/dl. Less than 5 minutes passed between testing with prodigy meter and paramedic's meter. Paramedics administered glucose IV at pt's home. Pt was not transported to ER. Pdc sent replacement and prepaid envelope requesting return of suspect device.